Manufacturer narrative:
The driveline remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files revealed parameters to be within normal pump operation. However, on-site inspection revealed breaks on the outer sheath about ten centimeters (10 cm) away from the connector. A driveline sheath repair was performed to mitigate the conditions reported. Heartware has initiated an investigation to evaluate driveline sheath damages. Based on the investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the driveline remains implanted. The instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (outer sheath). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that patient noted new breaks in the outer sheath of the driveline. During the service evaluation, two breaks were found in the outer sheath about 10cm away from the connector that were visible at the end of an old driveline sheath repair. The driveline sheath repair was performed in the inpatient setting. The patient was no prepped for the procedure. The old sheath repair was removed and new single wrap was used to cover all damages. There was no pump stop during the procedure. The patient tolerated the repair without any issue.